Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed a longitudinal tear approximately 3 mm from the tip and approximately 7 mm long. The tip is also damaged. There is blood present in the inflation lumen and guide wire lumen. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 17-april-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion with significant bend of >45 and <90 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. A 6 mm x 2.50 mm nc quantum apex balloon catheter was advanced but failed to cross the lesion. The procedure was completed with different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a longitudinal balloon tear.